Event description:
It was reported that when the patient used her ptm (personal therapy manager) to get a bolus, the ptm denied and showed error code "8474" and the pump alarm started every hour. After reprogramming the pump, it worked well for two days before the same event occurred. A change of the ptm "8835" did not solve the problem neither did a "flex mode program" instead of using the ptm. The pump always went back into "safe mode". This happened around (B)(6) 2011. It was later reported on (B)(6) 2011, that patient had a new pump implanted and was doing fine, the pump was working fine. Drugs delivered via the device were prialt, catapressan and sufentanuel. Print-outs of the pump indicated low battery resets and safe states.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed a high battery resistance as it exceeded the 317 ohm upper limit.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.